Event description:
The user presented at the clinic with persistent complaints since (B)(6) 2020 and no hearing improvement. Due to lack of benefit, the user was reimplanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device damage which is expected to have been present whilst implanted. Mechanical damages found are attributable to the removal surgery. Based on the received information from the field, the device was explanted due to a post-operative electrode migration out of cochlea. This is a final report.

Event description:
The user presented at the clinic with persistent complaints since 2020 and no hearing improvement. Due to lack of benefit, the user was reimplanted.